Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all operating currents were tested within specified range. No unexpected battery out limit alarms were noted. All buttons functioned properly. Moisture damage was noted on the keypad traces.

Event description:
Customer's mother called stating that customer's buttons on insulin pump was not working, not allowing customer to enter blood glucose. Customer's blood glucose was 225 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.